Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old patient needing mechanical circulatory support. It was reported that while on impella support the physician noted profuse bleeding around the repo sheath, and a near instant hematoma required the pump be explanted as hemostasis could not be achieved. Contralateral access was obtained and an 8mm x 4cm balloon was used for tamponade. Two perclose devices were deployed, and successful hemostasis was achieved.